Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. As a resolution, the device trained customer reported the suspect device/component was re-worked and cancelled a vyaire service evaluation. However, no component is available for analysis at this time. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an intermittent autocycling and high peak pressure display alarm, on this ventilator device. The customer stated no patient involvement with this event.